Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited high right atrial (ra) thresholds along with noise, oversensing and high out of range pace impedance measurements. It was reported that the patient felt stimulation with the increase in thresholds. Subsequently, the patient underwent a revision procedure and the lead was surgically capped and a new ra lead was placed. The patient believed that the lead was broken. At this time, this pacemaker remains in-service. No additional adverse patient effects have been reported.